Manufacturer narrative:
The complainant reported to the company that the wing lock pedicle screwdriver's thread disintegrated during the procedure. There are no known patient complications. The driver was inspected by the company and the damage was confirmed by the complaint coordinator. Functionality testing could not be performed due to the extent of the damage, the driver shows signs of repeated use. The damage to the threads could have been caused by over-torqueing the handle attached to the driver. A DHR review was performed and no manufacturing anomalies were identified and the device met required specifications.

Event description:
The complainant reported to the company that the wing lock pedicle screwdriver's thread disintegrated during the procedure. There are no known patient complications.